Event description:
It was initially reported that the company representative's handheld power button would not work. At the time of the report the company representative was trying to turn the handheld on while it was plugged into the wall. A hard reset was attempted but the handheld would not come on. The flashcard was re-seated and the handheld came on. He then tried to turn the handheld off but it would not turn off. The handheld would not turn off until the battery died. The handheld was reported not to have been dropped or mishandled. The handheld and flashcard were returned to he manufacturer for evaluation. Product analysis is planned but has been completed to date.

Manufacturer narrative:
(B)(4)

Event description:
Additional information came in indicating that product analysis was complete on the handheld and flashcard. An analysis was performed on the handheld and the reported allegation of the handheld not turning on and off was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications as evaluated. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.